Manufacturer narrative:
This supplemental report is being submitted to retract the initial MDR (MFR report# 1049092-2017-10004) which was submitted january 12, 2017 in error. Upon further review of the additional information provided, it has been determined that the reported event is non-reportable. No further investigation is required. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 27, 2017. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4)

Event description:
Complaint reported by end user that the durahesive product swells up and blocks the urine outflow in 10 wafers from box. He cuts a convex insert in half and places this in the bottom half of the flange. He uses the wafer for 7 days. He has catheterized his stoma in the past due to blockages. He reports diagnosis of urinary tract infection and is on levaquin for 14 days. He had slight peristomal irritation at 6 o'clock that has now resolved after 3 days of antibiotics. He reports he continues to use the product. No further details were provided.